Event description:
It was reported that patient was seen by the physician as the inflatable penile prosthesis pump was very hard for the patient to pump and inflate the device causing discomfort and pain. When he managed to press the pump, it remained flattened. The patient could press the sides of his pump to refill it, however it still did not allow him to maintain satisfactory sexual relations. The physician suspected there was an issue with the pump valve and scheduled a revision surgery to replace the device.

Event description:
It was reported that patient was seen by the physician as the inflatable penile prosthesis pump was very hard for the patient to pump and inflate the device; this caused discomfort and pain, which occurred just while the patient was attempting to inflate the device. When he managed to press the pump, it remained flattened. The patient could press the sides of his pump to refill it; however, it still did not allow him to maintain satisfactory sexual relations. The physician suspected there was an issue with the pump valve and scheduled a revision surgery to replace the device.

Manufacturer narrative:
Upon receipt of the reservoir, cylinders and pump of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinders were visually inspected, and leak tested. Both cylinders had no damage and passed leak testing. The pump was leak tested, examined using the microscope, and functionally tested; no leaks were found. The pump kink resistant tubing (krt) to the reservoir was trimmed down to the appropriate length prior to functional testing. The pump passed functional testing. Product analysis was unable to confirm the reported device allegations of inflation issue, collapsed pump, inflation difficulties. The patient symptoms of pain and discomfort are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that patient was seen by the physician as the inflatable penile prosthesis pump was very hard for the patient to pump and inflate the device causing discomfort and pain. The pain occurred just while the patient was attempting to inflate the device. When he managed to press the pump, it remained flattened. The patient could press the sides of his pump to refill it, however it still did not allow him to maintain satisfactory sexual relations. The physician suspected there was an issue with the pump valve and scheduled a revision surgery to replace the device. No further patient complications were reported.